Event description:
A 24 mm diameter x 14 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted in a pt for endovascular treatment of an abdominal aortic aneurysm in 2002. Aneurysm and vessel morphology are unknown. It was reported that the case was difficult. It was reported that the physician cannulated the contralateral limb with an "up and over" technique. After the contralateral gate was cannulated, the physician pulled down both ends of the guidewire and pulled the device down. The decision was made to place an aortic extender cuff. As the cuff was deployed, it "nipped" the flow divider, directing flow down one limb and creating an aorto-uni-iliac device. A femoral-femoral bypass was performed. One day post-procedure, the pt was reported to be fine, but the pt later developed ischemia with some spinal paralysis of the lower extremity. A magnetic resonance angiogram would be performed to determine the cause of the paralysis. It was reported that the pt was discharged to a nursing home one week after the procedure and remained paralyzed. The pt was returned to the hosp for unrelated complications and will be discharged to a nursing home.